Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneously reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso (B)(4)   and eo residual levels in compliance with iso (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicty per iso (B)(4) and sterility per iso (B)(4) prior to release.

Event description:
It was reported that after wearing the pod between 4 and 24 hours, the site was irritated and draining. The patient consulted the health care practitioner (hcp) who prescribed an antibiotic ointment (name unspecified) to treat the affected area.